Manufacturer narrative:
Customer allegation was confirmed as error codes e110 (optical filter failure) & e931 (white balance acquisition failure) were displayed. In addition, when the white balance function is activated an abnormal sound occurs inside the machine, front panel is blinking when an error occurs, and the white balance was incomplete. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, the white balance was unable to be completed, and the error codes e110 (optical filter failure) & e931 (white balance acquisition failure) were displayed. The issue occurred during installation. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the front-panel blinks when a led (light-emitting diode) lighting failure occurs. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Correction: d8, g2 - other. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunction of printed circuit board occurred due to the malfunction of the solenoids and the malfunction of light-emitting diode (led). The following is stated in the instructions for use (IFU): code :e110. Error message: contact olympus, optical filter failure e110. Cause: the product has failed. Code :e931. Error message: white balance acquisition failed e931 re-acquire the white balance. Cause: white balance adjustment was not completed correctly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for additional information provided on the device evaluation. The device was returned to olympus for inspection, and an additional reportable malfunction of "front-panel blinks" was identified on evaluation.